Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found the outer wire to be broken at the distal tip. Therefore, the investigation is confirmed for a the reported broken wire. The definitive root cause for the identified wire break could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that upon opening of the device, the external wire of the pta balloon was allegedly broken. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening of the device, the external wire of the pta balloon was allegedly broken. There was no reported patient involvement.